Event description:
Litigation papers allege pain, discomfort, soreness, malaise, swelling, loss of energy, elevated metal ions, immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 9/26/2014 - ppd with medical records received. Patient revised to address cup loosening. Upon revision, burnishing on the cup and head were noted. The information received does not change the MDR decision. This complaint was updated on: 10/06/2014.

Event description:
Update sep 15, 2017: medical record received. After review of the medical records for the MDR reportability, in addition to what was previously reported, patient was also revised due to presumed infection. Revision notes report turbid fluid, burnishing, and debris. Pathology report suggested acute inflammation or lymphocytic metal-metal reaction. Product codes and lot numbers provided. This complaint was updated on oct 11, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.